Manufacturer narrative:
Related to pdc importer report# (B)(4).

Event description:
Our importer, (B)(4), received a call on 01/21/2016 reporting a medical intervention that occured on (B)(6) 2016 between 2am-3am. Patient's daughter called in stating that when patient tested his blood sugar he received a high reading. The reading on the prodigy meter at the time of the event was 325mg/dl. Patient was experiencing symptoms of dizziness and felt like he was going to pass out. Patient had taken metformin an 25 units of lantus at bedtime before the event and also consumed (B)(6) juice. Patient tested blood glucose a couple of more times and readings were still high. Patient's normal blood glucose around the time of the event is 120-140mg/dl. Paramedics were called within 30 minutes of the event. Paramedics arrived approximately 40 minutes after being called. Paramedics tested patient's glucose with a reading of 147mg/dl. Approximately 1.5-2 hrs passed between testing with the prodigy meter and the paramedics's meter. Patient's daughter stated that paramedics also tested patient's glucose with the prodigy meter with a result of over 300. (Note: meter memory does not show readings in the 300's following the reading that prompted the medical attention). Patient was not transported to ER. Patient's daughter gave patient metformin after paramedics left. (B)(4) sent replacement system and prepaid envelope requesting return of suspect device.